Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue and subsequently developed peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported however, it was reported that there was a disconnection issue during pd therapy, two days prior. The disconnection issue could not be further clarified. It was reported the patient was hospitalized for the event the same day as onset. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. Pd therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was retrained on the proper aseptic technique. : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.